Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 14.1 cm to 14.7 cm from the connector pin. Abrasions were consistent with constant friction with another implantable device. (B)(4). (B)(6).